Event description:
It was reported that a screw has broken off the device during set-up for a navigation procedure conducted at the user facility. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that a screw has broken off the device during set-up for a navigation procedure conducted at the user facility. No patient involvement or procedural delays were reported with this event.